Event description:
An implant warranty and registration card was rec'd documenting the pt had their lead replaced for a lead break and corrosion on the generator. Good faith attempts are being made for prod return and add'l info about the reported corrosion.

Manufacturer narrative:
Conclusions: device malfunction is suspected but did not cause a death.